Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician recognized an issue with the nurse call on the device. There was no reported patient involvement. The service technician recommended replacing the device¿s nurse call cable to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was an initial power up issue occurring on the device. The device powered on and operated as it should, but the service technician recommended replacing the power management board to address this issue. No repair was performed.